Manufacturer narrative:
Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl. Reportedly the customer was disconnecting at the t:lock. Tandem technical support informed the customer that disconnecting at the t:lock is off label per the tandem user guide. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.